Manufacturer narrative:
As received, a partial lead was returned in one piece measuring 17.0 cm. Failure event observed during analysis. Final analysis found an external insulation abrasion at 9.6 -9.7 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.